Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossing over and had communication error between server and device after updates. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing after update on the server by the hospital team. A technical support specialist dialed in to enterprise server (es) and reviewed the device status in remote support service (rss), confirming that the carefusion coordination engine (cce), verified last successfully processed time, and confirmed all updates. Accessed the carefusion coordination engine (cce) interface at and found the device flagged as disconnected; performed a resynchronization, after which all device data updated successfully. The customer confirmed that orders were crossing, the issue was resolved, and the device was fully updated following the resynchronization. The system functioned as intended after the technical support specialist troubleshot the device.